Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cs300 intra aortic balloon pump (iabp) unit leak and helium loss alarms. No harm or injury was reported.